Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s daughter reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 40 mg/dl at the time of incident and the other blood glucose level was 75 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer reported insulin exited at the quick release. Customer did not experience any symptoms related to high blood glucose level. Customer stated that they ran a self test and there was no error. The insulin pump will not be returned for analysis.